Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited distal end not properly locked and adhesive peeling off the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end not properly locked due to adhesive peeling off the distal end. Peeling off distal end due to a stress problem or external forces. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.